Event description:
A 5.0mm diameter x 17mm length medtronic ave billary extra support stent was inserted into the left renal artery. After insertion, it was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back to the guide catheter. Upon removal into the guide, the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide. Subsequently, the dislodged stent was deployed at an unintended site in the right iliac artery. The target lesion was then predilated and stented, successfully, with another medtronic ave billary extra support stent. There was no add'l clinical sequelae reported relative to the event.